Event description:
I wish to report the same issue with coverlet adhesive dressing - latex-free - bandaid - type product as found in report number mw5002830. Both times - several years apart that I have used this product I have had severe contact dermatitis worse than the wound being covered. Is the product over-the-counter: yes. Date the person first started taking or using the product: (B)(6)2017. Date the person stopped taking or using the product: (B)(6)2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: yes. Do you still have the product in case we need to evaluate it: yes.